Event description:
Customer reported that he was hospitalized due to high blood glucose and dka. Customer stated that the blood glucose reading at the time of hospitalization was 412 mg/dl. Customer stated that his insulin pump had alarm motor error. Troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the prime, displacement and basic occlusion test. The device was stuck in the motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. The motor may have had intermittent failure that was not detected during testing. Unable to perform the occlusion test due to the motor error alarms. The unit had cracked reservoir tube lip, scratched display window, and cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.